Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit has defect failure to fill. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit has defect failure to fill.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and found the following issues: faulty control keyboard, expired safety disk, expired 5000 hour overhaul, faulty mains cable, pneumatic fitting. Cpntm luer broken due to accidental impact. To fix the issue the fse replaced the malfunctioning parts and then performed calibrations and all functional and safety checks. All functional and checks passed.

Event description:
N/a.

Event description:
It was reported that during the routine check before use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has defect failure to fill. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).